Event description:
It was reported the pt experienced a lack of therapeutic effect. The pt felt no stimulation. The pt's stimulation stopped a couple of yrs ago but the device could not be replaced at that time. When the stimulation was turned on it was not covering the pt's pain. A surging sensation and tenderness at the pocket site was also reported. The stimulation sensation and tenderness at the pocket site was also reported. The stimulation was intermittent. There was no known incident related to the onset of the symptoms. The device had not been used for two yrs. Additional info received indicated the pt was still having problems with the system and it was yet to be determined if surgery would be required.

Manufacturer narrative:
(B) (4).